Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels up to 350 mg/dl with large ketones. Reportedly, the customer's health care provider identified the ketone level as dangerous and life threatening. The cause of the high bg was unknown; however, the customer suspected it was due to the pump. The customer addressed impacted bg with manual injections and converted to an alternate method of insulin delivery. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.